Manufacturer narrative:
(B)(4). This unit was never returned to teleflex for investigation purposes. Root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a sudden cardiac arrest the ez-io driller did not work. The driller had slid out of the holder in the ez-io bag. The driller had started by itself.

Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and a solid green led light was displaying. Please see attached pictures from customer. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 4.65, insertion 2: 4.66, insertion 3: 4.19, other remarks: hard profile (105 lbs/ft3), insertion 1: 8.28, insertion 2: 8.62, insertion 3: 8.50. Another attempted insertion was then performed on the hard profile sawbone. The test was started with minimal downward force and then increased in an attempt to get the driver completely stall. The device could not be stalled with up to 20 lbs. Of downward force before completing the insertion. Another attempt was then made by forcing the driver down on the weighted scale without a needle. The driver would not stall with approximately 15 lbs. Of downward force applied for 20 seconds. The complaint cannot be confirmed. The motor was connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the led displayed a steady green light and the motor was operable. A section of the IFU will be used in this investigation report as reference: "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and" in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set." A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 12/2009 and is approximately 7.5 years old. No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. Teleflex will continue to monitor and trend for reports of this nature. No driver device deficiencies were identified during the investigation. The sawbone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. Please be reminded that "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and" in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set." The complaint cannot be confirmed. No further action required.

Event description:
It was reported that during a sudden cardiac arrest the ez-io driller did not work. The driller had slid out of the holder in the ez-io bag. The driller had started by itself.